Event description:
A micl13.2 implantable collamer lens was returned with a torn haptic and "explant" was written on the lens box. Additional information was requested but not yet received. If any additional information is received a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4): evaluation method - lens work order search.results:visual inspection of the returned lens showed the lens was received in liquid and a piece of a haptic plate was torn off and missing. A lens work order search was performed and there were no similar complaints found within the work order.(B)(4).